Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited high out-of-range pacing impedances measuring greater than 2000 ohms in which triggered a lead safety switch (lss). Over the last year the impedances have been variable measuring between 600-800 ohms with some occasional spikes measuring 1000-2000 ohms. It was noted thresholds have been stable and there was no observations of noise. At this time, the plan is to continue to monitor and boston scientific technical services recommended programming recommendations. This pacemaker and rv lead remains in service. No adverse patient effects were reported.